Event description:
The analysis for the generator was completed on (B)(6) 2013. Review of the data indicated that the pulsedisabled byte was set to a value that represents vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electrocautery tool during surgery. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The reported premature end of life and high impedance events were not duplicated in the pa lab. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.071 volts and showed a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 0.812% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that during initial implant surgery the surgeon received a high impedance warning after connecting the generator to the lead. The surgeon confirmed that the lead electrodes were attached to the vagus nerve and that the lead pin was fully inserted into the generator and the setscrew was adequately tightened. A system diagnostics was again performed which indicated that the generator was nearing end of service followed by a high lead impedance warning message. The surgeon believed that the generator was bad and disconnected the lead from the generator and performed a generator diagnostic test using a test resistor which resulted in output current - ok / lead impedance - high / impedance value - >10000 ohms / neos - yes. The surgeon then indicated that he would get another generator to implant. It was reported on (B)(6) 2013 that the patient had been successfully implanted with another generator; however, it was a different model due to the hospital not having a second model 105 available. The generator was returned to device manufacturer for analysis on (B)(6) 2013. Analysis is underway; however, has not yet been completed.